Event description:
It was reported that there were no drops of insulin coming out the end of the tubing during fill tubing. Tandem technical support had customer repeat the load process with multiple cartridges, but customer repeatedly received the same minimum fill notification during fill tubing. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.